Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a dialysis catheter. The customer states the catheter was placed on (B)(6) 2012. The catheter was in use for (B)(6). A leak located in the venous side at the y junction was detected in the catheter during the permeabilization process (before the hemodialysis process). The catheter was pulled and replaced.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.